Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject coil was delivered into the internal carotid artery aneurysm (ica); however, the coil suddenly broke off the delivery wire and only the delivery wire was removed. This resulted in a proximal part of the coil protruding into the parent vessel. Following unsuccessful attempt to remove the coil, the physician placed a stent to secure the protruding part of the coil against the vessel wall. The procedure was completed with two different coils. The patient's status after the procedure was reported as "ok".

Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. The delivery wire was returned without the main coil. Visual and microscopic inspection of the returned device showed that the delivery wire was kinked likely due to handling of the device and the main coil was noted to have broken by physical breakage at the polyethylene tetraphthalate (pet) joint. The event description stated that the subject coil was delivered into the internal carotid artery aneurysm (ica); however, the coil suddenly broke off the delivery wire and only the delivery wire was removed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event; however, it was reported that the anatomy was severely tortuous. It is likely that this contributed to the reported event limited the performance of the device. Therefore, a root cause of operational context has been assigned to the observed main coil breakage and reported main coil protrusion and subsequent patient medical intervention.

Event description:
It was reported that the subject coil was delivered into the internal carotid artery aneurysm (ica); however, the coil suddenly broke off the delivery wire and only the delivery wire was removed. This resulted in a proximal part of the coil protruding into the parent vessel. Following unsuccessful attempt to remove the coil, the physician placed a stent to secure the protruding part of the coil against the vessel wall. The procedure was completed with two different coils. The patient's status after the procedure was reported as "ok".